Manufacturer narrative:
Event date: (B)(6) 2014. Date received by MFR: 10/07/2014. This da board was tested and no failures were identified. This da to mc board cable was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The international customer reported the ventilator alarmed and displayed a pressure sensor failure when it was first turned on. The device was not in use. As noted, if the reported problem occurred while in use in normal ventilation mode operation it may affect the accuracy of the system pressure measurement and may result in the unit going vent inop. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The manufacturers service technician reported the data acquisition pcb board was replaced to address the reported problem. Applicable final testing was completed per operating specifications.